Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly and found that the left side of the on button was worn and required a firm press for recognition. The right side of the on button was still functional.

Event description:
The customer contacted physio-control to repot that the on/off button would not respond when pressed. There was no patient use associated with the reported event.